Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a geometry movement error. The fse analysed the log file, checked amc and downloaded board software. Upon further troubleshooting, the fse plugged and unplugged the cable to the communication board and adjusted hep and hlp positions. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.